Event description:
It was reported that this patient was hospitalized due to slow ventricular tachycardia (vt). The vt rate was below the programmed therapy zones on his cardiac resynchronization therapy defibrillator (crt-d) an external cardioversion was performed and vt successfully terminated. Vt treatment zones were reprogramed. Upon review of latitude, ts noted that several vt episodes, along with a rhythmic storm had occurred. Three vt ablations had been performed in the past and all of them had been unsuccessful. Two episodes of right atrial (ra) lead noise with minute ventilation (mv) oversensing were noted on the stored episodes and stored as atrial tachy response (atr). These episodes correspond to exact time of an ablation procedure, and no noise or abnormal lead measurements have been noted. This crt-d remains in-service. No adverse patient effects were reported.